Manufacturer narrative:
UDI not available as product manufactured before september 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up, noise was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2020. The patient was stable pre, during and post-procedure.